Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's receiver had antenna missing for 24 hours. There was no report of injury or medical intervention. No additional event or patient information is available.